Manufacturer narrative:
Insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. Insulin pump was received without original belt clip.

Event description:
The customer reported via phone call that the insulin pump had some scratches. Sometimes it was hard to read the screen. The customer's nurse had trouble reading the screen. Her belt clip broke as well. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.